Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead. Paddles were returned for evaluation. The customer's report was duplicated. The paddles were deemed unrepairable and were scrapped. The customer was sent replacement paddles. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.